Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarm. The customer stated insulin pump rejected batteries and had to press buttons more number of times to get pump to respond with crack in center of display making it harder see. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.